Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for a bilateral lower extremity heel fracture. Approximately eleven years, three months, and sixteen days post-filter deployment, it was alleged that the filter struts had perforated the inferior vena cava and distal abdominal aorta. It was further reported that the filter was allegedly tilted. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. One xray image was reviewed. The image demonstrates an ivc filter in to the right of the lumbar spine with no apparent tilt. Medical records were provided and reviewed. Approximately eleven years, three months, and sixteen days post filter implantation, computed tomography scan of abdomen showed the filter with its tip positioned 2.5 centimeter below the orifice of the renal vein. There was approximately a sixteen-degree anterior tilt of the axis of the filter with its tip against the anterior wall of the inferior vena cava. At least five of the legs of the filter penetrated the inferior vena cava wall measuring from a couple millimeters to the most prominent anterior and posterior lateral on the right, one leg penetrating up to seven millimeter. One leg medially extended behind the distal abdominal aorta but it does not appear to be contacting the distal aorta. However, an adjacent leg contacted the posterior margin of the proximal right common iliac artery. One leg posterior laterally on the right contacted the anterior annular margin the l4-5-disc space. The remaining abdomen appeared unremarkable, there was severe narrowing of the l5-s1 and mild to moderate narrowing l3-4-disc space. Therefore, the investigation is confirmed for the reported perforation of caval wall and filter tilt. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for a bilateral lower extremity heel fracture. Approximately eleven years, three months, and sixteen days post-filter deployment, it was alleged that the filter struts had perforated the inferior vena cava and distal abdominal aorta. It was further reported that the filter was allegedly tilted. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.